Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital did not accept the ge healthcare quote for service. No further information is available concerning the reported failure or the repair. No report of patient involvement.

Event description:
The hospital reported the ventilator is not functioning as expected. There was no report of patient involvement.